Event description:
It was reported that the patient never had therapeutic effect and experienced acute pain in the neck, back, and right leg following implant of the implantable neurostimulator (ins). The ins was removed on 2011-(B)(6) because it "wasn't working." The patient could feel stimulation, but it was felt in her muscles instead of her spine. Reprogramming was performed but did not resolve the issue. The patient noted she had a ruptured disc in (B)(6) 2011 and had surgery on the disc when the ins was explanted. The patient also noted she never had testing done on the ins and never had any falls or trauma. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 3777-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, (B)(4).